Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected result during a hypoglycemic event. The caller reported that the patient received a blood glucose result of 120 mg/dl on her performa system. The patient experienced low blood glucose symptoms of trembling and lost consciousness. The patient's family called 911. When the emt's arrived they received a blood glucose result of approximately 45 mg/dl. The patient was transported to the hospital. The patient was treated with serous fluid which contained glucose. It was unknown how long the patient was hospitalized. The lot number was not provided. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.